Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the lcd display was out of specification, the board connector cable was out of specification and the battery release, battery flex, and lead flex cover were contaminated. It was also noted that the upper and lower cases were broken, the two side bail covers were broken and one side bail was bent.

Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.